Manufacturer narrative:
Additional information added to d9, h3, h6, and h10. The device was received for evaluation. A pressure test was performed: a leak was observed from the effluent line pre pump. The sample was visually inspected: a hole was observed on the glued part of effluent line pre pump with the pump segment. The reported condition was verified. The cause was due to a hole on the line likely from the manufacturing process and operator related. The involved operator has been retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak from the tubing was observed. There was no patient involvement. No additional information is available.